Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the distal circumflex artery with mild tortuosity. The 2.0 x 15 mm mini trek balloon was advanced and inflated; however, during the first inflation of 1-2 atmospheres, contrast was noted to be leaking, and a balloon rupture was confirmed. Further dilatation was performed with a non-abbott balloon, and a non-abbott stent was implanted to treat the target lesion. There were no adverse patient effects reported. It was noted that the balloon was prepped inside the patient anatomy; however, there was no issue noted during preparation. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: rinato. Guide cath: launcher 6f ebu 3.5. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned mini trek balloon catheter found contrast in the inflation lumen, which is consistent with preparation for use. There was no blood visible. The balloon was loosely folded, which is consistent with inflation attempt. The indeflator used during the procedure was not returned. A new in-deflator filled with water was used in an attempt to inflate the balloon to rated burst pressure (rbp); however, there was fluid observed leaking from a longitudinal rupture in the balloon, thus confirming the complaint. The rupture was above the distal balloon marker and measured 1 mm in length. The scanning electron microscopy (sem) lab analysis revealed that the balloon rupture may have been attributed to mechanical damage to the outer surface. The results also revealed that the leak was along a fold crease over the distal marker, and a longitudinal ridge was noted on the distal marker. Factors that may contribute to balloon material ruptures include, but are not limited to, balloon damage during manufacturing, material deficiencies, handling of the product during preparation for use, insufficient preparation prior to use, and / or interaction with the lesion/anatomy, a previously implanted stent, guiding catheter, guide wire and other accessory devices. To help ensure this type of damage is not the result of a manufacturing deficiency, all balloon catheters are 100% visually inspected for balloon damage, including at the point where the balloon is inserted into the protective sheath. Additionally, all balloon catheters are 100% leak tested prior to packaging, and a sampling of units is destructively tested to verify balloon rbp and balloon integrity prior to release. A search of the lot history record database revealed no nonconforming issues initiated for lot release testing failures, indicating all lot release testing met specification. It has been determined that based on the manufacturing records review and returned product analysis, there is no indication of a product deficiency. In summary, based on the reported information and this investigation, it is possible that the balloon material was damaged during interactions with accessory devices and/or the reported mildly tortuous, 90% stenosed lesion, such that the balloon ruptured during the inflation attempt; however, this could not be confirmed.